Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system door was failed and was not registering. Both times, the space did not appear available for recovery; however, the medications displayed a failed (triangle) indicator beside them. The customer stated that this malfunction caused a delay in dispensing medication to patients, since the user had to get medications in another manner and within a reasonable timeframe. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed and was not registering. A field service engineer (fse) inspected the cabinet and reviewed the remote smart service history of failures, identifying that doors 1 and 4 at the extremities were frequently failing. The fse performed testing using the hardware test application and found no functional issues but observed that during closure the doors could bounce back and toggle between open and close status, which was likely causing the failures. The fse proactively replaced the latches, discussed the findings with the customer, and agreed to advise staff to close the doors firmly towards the center using the handles to resolve the issue. The system functioned as intended after the field service engineer repaired the device.